Event description:
The patient implanted for fecal incontinence and gastrointestinal/pelvic floor reported having an accident. She asked for help on how to use the patient programmer (pp) to adjust stimulation. During troubleshooting, it was noted that she didn't see the lightning bolt. The patient was aided in turning it on and was able to adjust stimulation. The loss of therapy and accident occurred on (B)(6) 2016 and the patient was redirected to her healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.